Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the sensor had inaccurate readings. The customer's blood glucose was 19.6 mmol/l and sensor glucose was around 7 mmol/l at the time of incident. It was reported that the sensor cannula was found shorter than normal after removing the sensor. The sensor will not be returned for analysis.